Event description:
(B)(4). I ended up pregnant after I had the test and it said, my tubes were occluded. I get intensely heavy periods with clotting. I can feel them, they cause pain, twinge and extreme bloating.